Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported that since (B)(6) of 2016 the implanted wires were poking out in their back where they ¿fold¿ the wires for slack. The consumer saw the healthcare provider (hcp) on (B)(6) 2016 who said this was normal, but to contact them if it became uncomfortable. The consumer stated it may have happened because they may have bent over too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.